Event description:
The facility reported a patient reaction during a blood transfusion. The patient was admitted to the hospital with fever as high as 106.1f. The physician ordered two units of packed red blood cells. Customer indicates that prior to pt use the drip chamber was cloudy in appearance. The first unit blood transfused well with no adverse reactions noted. The patient's temperature prior to the second unit of blood being infused was 98.9f and after 15 minutes 97.1f. At completion of the second unit, the pt's temperature was 106.1f. No other adverse reaction noted. The pt was given tylenol prophylatically. The physician stated the fever was most likely attributed to the pt's disease process. Tubing in question was discarded; no cultures were done on tubing. No furthur medical intervention done (ie antibiotic therapy) only plain tylenol was given prophylactically. Customer states they have continued to use this product since they were informed that color and clarity variations can be due to slight variances in raw material or the extrusion and sterilization processes. No other pt's using this product with this specific lot number have had adverse reactions.